Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer via a company product specialist and forwarded by our local affiliate (B)(4). Initial and follow-up information received on 19-feb and 23-feb-09 respectively were processed together. This case involves a female patient (age nos) who received her first treatment of poly-l-lactic acid on (B)(6) 2008. She received 3 ml's in total and was treated at the lower part of her cheek. Relevant medical history and concomitant medication information were not mentioned. After poly-l-lactic acid therapy, the patient developed pimples. She refused a second treatment due to "the many pimples." Event outcome is unknown. (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Reporter's causality assessment: not provided. Addendum for follow-up information received on 30-apr-09; follow-up information retrieved from the patient's treatment records indicate that poly-l-lactic acid was reconstituted with 2 ml lidocaine 2% and 5 ml sterilized water. Addendum for follow-up information received on (B)(6) 2009: the patient reported that she has not yet recovered. She still has pimples which she describes as "coming and going." In the beginning she reports they were almost like abscesses. She also mentioned that she still has "lumps" under the skin in spite of careful massage of the injection site. The patient has not received any corrective treatment for the pimples.